Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery using a lightning aspiration tubing (lightning), an indigo system aspiration catheter 7 (cat7), a non-penumbra sheath and a guidewire. It was noted that the patient¿s anatomy was tortuous with a tight aortic bifurcation. During the procedure, the physician attempted to advance the cat7 to the target location over the guidewire, through the sheath with the aspiration on. While advancing, the physician encountered resistance and felt that the cat7 was pinched at the aortic bifurcation. The physician then torqued the cat7, and the fluoroscopy revealed that the cat7 had broken off at the mid-shaft. Then, the physician retracted the first half of the broken cat7 that was in the sheath. The remaining part of the cat7 was in the vessel. Subsequently, a 12f sheath was placed across the aortic bifurcation and the broken piece of cat7 was retrieved using a snare device. The procedure was completed using a cat8, the same lightning, and the same 12f sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was not expected to be returned; however, on 1/24/2022 the device was received. Based on this information, corrections were made to: 1. Section d. Box 10: device available for evaluation? (Do not send to FDA) 2. Section h. Box 3: device returned to manufacturer? 3. Section h. Box 3: device evaluated by manufacturer? 4. Section h. Box 6: method code 1 5. Section h. Box 6: results code 1, results code 2, results code 3, and results code 4 6. Section h. Box 6: conclusions code 1 additional information was added to: 1. Section d. Box 10: returned to manufacturer on (mm/dd/yyyy) evaluation of the returned cat7 confirmed a kink and fracture at the mid-shaft. The distal fractured piece was returned inside the non-penumbra sheath and snare device. Based on the reported event, the patient¿s anatomy likely contributed to the cat7 becoming kinked at the tight aortic bifurcation. If a kinked catheter is torqued or retracted against resistance, a subsequent fracture may occur. Further evaluation revealed an additional fracture and kink on the distal portion of the returned cat7. This damage was likely incidental to the reported complaint. This damage may have occurred during removal from the patient or packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. H3 other text : placeholder.